Event description:
Patient reports left side pain in the breast, capsular contracture baker grade unknown and rupture. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reports left side pain in the breast, capsular contracture baker grade unknown and rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: visual analysis of the photographs identified: pain: unable to observe as it is a medical event. Rupture: no observed on the device. Capsular contracture: unable to observe as it is a medical event.

Event description:
Additional information noted baker grade to be ii.

Manufacturer narrative:
Additional data: b.5, d.6b, h.6.

Event description:
The device has been explanted.